Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who reported previously reported information. They added that they were on antibiotics, and the infection went away, but then came back and it was severe. It was determined by the healthcare provider (hcp) that it was best if the patient had their implantable neurostimulator (ins) removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va1316a, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient was scheduled for an explant today due to fluid draining from the wound. Rep stated the battery and lead appeared infected. Lead and battery were explanted and the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event.